Manufacturer narrative:
Through follow up communications livanova learned that the heating issue was found out to be affecting cardioplegia side only and not the patient side. The reported issue is not likely to contribute to death or serious injury therefore reportability decision has been re-evaluated as not reportable.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-82 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was not cooling enough during procedure. There was no report of patient injury.